Manufacturer narrative:
The device has not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer was unresponsive and was taken by ambulance to the hospital where she was diagnosed with diabetic ketoacidosis. The hospital meter read that her blood glucose level was over 1000 mg/dl. She awoke 6 hours after arriving in the hospital and still had a blood glucose level over 300 mg/dl. She was treated with an insulin drip. She was hospitalized for 2 days. The pod was discarded at the hospital. The customer subsequently called back to say she had located the pod in her purse.